Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the technical support informed the customer to remove the patient form the unit and transfer to another vent so that the unit could be evaluated. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It is reported to vyaire medical that the vela ventilator experienced no volume readings while on patient. At this time, there was no information regarding patient harm associated with the reported event.